Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies found ;full lead returned for analysis. Analysis found that the lead was not fully inserted into the device.

Event description:
It was reported the lead was explanted and replaced due to high pacing impedances of 3000 ohms. No patient complications were reported as a result of this event. Further information received indicated transient impedance fluctuation from 750 ohms to greater than 3000 ohms reproducible with pocket manipulation. Possible insulation break or a lead fracture.